Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with thermocool smarttouch sf catheter and smartablate irrigation tubing set. A temperature spike was displayed on the smartablate generator and ablation was cut off when attempting to come on ablation. The irrigation tubing had become disconnected from the stopcock partway through the procedure. The fluid would flush out of only some irrigation ports on the catheter. The catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 19-jan-2025. The suspected device for the flow/irrigation issue was the catheter. The correct catheter settings selected on the generator. No issues with flow rate change at the start of ablation. The tubing had disconnected while the product was in use in the patient and was not immediately caught. Only upon the first application of rf energy was the error noticed as the smartablate generator immediately stopped and displayed the message "temperature too high." This led them to inspect the system and noticed the tubing had come undone and no irrigation was delivered. No error displayed on the pump, just the generator/ remote "temp too high". Steps taken to resolve the issue was upon reconnecting the tubing to the catheter, it was removed from the patient to safely purge the line of air. At this point, it was noticed that several of the irrigation holes at the tip of the catheter were occluded. A new catheter was used for the remained of the case. The "irrigation tubing had become disconnected" and the "irrigation issue occurred with the catheter which was used on patient" were assessed as MDR reportable issues. The temperature issue was assessed as non MDR reportable. Since the generator stopped delivering rf, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).